Event description:
A zoll dist returned electrode belt sn (B)(4) to report that the electrode belt's ECG electrodes were non-functional.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an internally shorted v3 component in ECG "c". The root cause for the shorted component could not be positively identified. No adverse event resulted from the defective electrode belt.